Manufacturer narrative:
Corrected event problem and evaluation codes to better match the codes available in esubmitter and describe the event.

Manufacturer narrative:
A review was conducted of all applicable material, mfg, storage and distribution records according to the descriptions of the product used. The records revealed that all product lots for this item shipped were manufactured within spec, maintained and distributed in accordance with all approved company procedures. The retained DHR sample was inspected for loose or deformed rings. The plate exhibited no remarkable variations or issues. In-house eval was performed in an attempt to replicate conditions necessary to create a scenario where this event is possible. The only condition that we were albe to create a situation where the ring became dislodged is when we purposefully introduced a pointed instrument (tweezer-type forceps, not designed to be used with the system, between the ring and the plate.) Therefore, we conclude that the issue observed in this instance was caused by improper handling of the plate with an instrument not specifically designed to interface with the plate.

Event description:
Surgeon was using the velox place during a 2-level acdf surgery. During screw placement, the surgeon noticed that one of the middle ringe was slightly misaligned and turned clock-wise. The surgeon continued to drive the screw until it was secure. The ring did not move, but appeared to be below the plate in an x-ray that was observed post-op.